Event description:
It was reported that the customer was "using the controller/pendant to change the position of the bed. I noted that the cover on the cord had pulled back, and the wires were exposed but apparently intact."

Manufacturer narrative:
It was reported that "we were using the controller/pendant to change the position of the bed. I noted that the cover on the cord had pulled back, and the wires were exposed but apparently intact."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.